Manufacturer narrative:
The device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 20 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain. A rpd lower arch was placed. There were no reported post-operative complications.

Manufacturer narrative:
The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer. Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 20 in the mouth, the implant did not achieve integration in type ii bone. Clinician reports pain. A rpd lower arch was placed. There were no reported post-operative complications. (B)(4).